Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited intermittent non-physiological noise and increased short interval counts (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the proximal conductor. Concomitant products: dtba1d4 ICD, implanted: (B)(6) 2013. (B)(4).